Event description:
Customer reported, 2nd and 4th pin on accu-chek inform meter are blackened. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.